Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery power loss alarm, off no power alarm due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been turning off all night. They had received an off no power alarm. The customer¿s blood glucose during the incident was 152 mg/dl. Troubleshooting was performed. The device was not turning on. The customer stated they did not receive a low battery alert prior to the off no power alarm. A new battery did not resolve the issue. The device will be returned for analysis.